Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode. A device download was successfully performed and it was reprogrammed. No patient symptoms were reported.